Event description:
The plaintiff's atty alleges that the pt experienced a sudden cardiac event caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.